Event description:
Customer reported the overtape she uses for her sensor is causing an allergic reaction. Customer's blood glucose is 410 mg/dl. She treated with her insulin pump. Customer stated there is no blood at the site, but there is irritation. It looks like a rash with bumps. Customer has scabs from scratching the site. Customer was advised to avoid alcohol as a site cleanser. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.